Event description:
During an attempt to deploy a medtronic wiktor rival coronary stent into the circumflex artery, the stent failed to cross the lesion. While withdrawing the stent delivery system, the stent unravelled and came off of the balloon in the iliac. In response to this event, the physician used a snare to retrieve the stent. No pt complications were reported.